Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.